Event description:
The manufacturer received information alleging particles in air path, patient gets cold symptoms from using machine to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging particles in air path, patient gets cold symptoms from using machine to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Manufacturer was able to confirm the presence of degraded sound abatement foam. Secondary findings are observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Tan dust-like contamination at the air inlet and the inside bottom of the blower box. The device's downloaded event log was reviewed by the manufacturer and found 8 errors. The manufacturer concludes the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings manufacture was able to confirm the complaint of particles in aorpath but was unable to address the symptoms specified. In this report, sections d9, g3, h2, h3, and h6 have been updated or corrected.